Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that they received a button error alarm and the buttons are unresponsive. Customer's blood glucose reading was 6.9 mmol/l. Troubleshooting for keypad anomaly was performed. Customer advised they were riding a bicycle and the insulin pump was pressed up against their body. Customer was advised to discontinue use of the device and revert to a backup plan. Customer advised that his parents will call back to arrange the device replacement process.